Manufacturer narrative:
Engineering evaluations were performed. Each of the two returned microclave connectors were disassembled and analyzed. The results and potential root causes were recorded as follows: microclave connector with the plug protrusion - silicone plug was damaged/cored on the top surface. Potential cause(s): plug protrusions of this nature have been known to occur when excessive back pressure are applied. Very high pressures can be generated with small syringes. Typical clinical usage recognizes the importance in isolating and clamping adjacent lines within the fluid circuit when high pressures are generated with small syringes. Microclave connector with the recessed plug - the plug initially remained adhered/stuck on the spike potentially suggesting insufficient lubricant on the silicone plug area of the seals. The plug and spike were able to be separated with some manipulation; cap showed evidence of internal fluid leakage between the cap and the plug. Potential cause(s): the engineers report suggests there may not have been adequate lubricant between the spike and the silicone plug which may have contributed to the recessed silicone issue. The report noted mfg. Trend records identify this type of mfg. Silicone lubrication errors to be isolated/extremely rare occurrence. Findings: the reported microclave component issues were confirmed.

Event description:
Int'l.(UK) complaint received reporting component issues with use of 011-c3300 microclave connectors and various PICC and central line set-ups. The facility was trialing the microclave connectors (dec. 2013 - jan. 2014) and reported two component related issues where in one instance the silicone plug was recessed and one instance where the silicone plug was protruding. The microclave connectors were successfully pretested/primed and used without incident in multiple infusion treatments prior to the component reset issues that occurred. Related usage/set-up information reports the connectors were accessed/mated with 10ml luer lock syringes; anti-syphon syringe giving sets. The microclave connectors were removed and replaced with no adverse patient consequences and or outcomes. Device return: two (2) used 011-c3300, microclave connectors. No mating/access devices were returned. Visual inspection of the as-received devices recorded one microclave connectors silicone plug was protruded and one microclave silicone plug was recessed. The reported product issues were visually confirmed.